Manufacturer narrative:
A patient communication issue between ipg, charging system and/or patient controller was reported to abbott. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg would not communicate with the charger or programmer. The patient last felt stimulation approximately in (B)(6) 2021. Surgical intervention may be undertaken to address the issue.